Manufacturer narrative:
Initial and final MDR 1888120 - MDR 3003442380-2024-08237 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced two infusion set fell off events during use on (B)(6) 2024. The set was in use for few hours. Patient replaced infusion set and resumed insulin successfully. No further information available.